Event description:
Confused pt pulled out arterial needle by rolling access arm and needles into blanket, and pulling out needle with his hand. No machine alarms sounded. Staff recognized problem and immediately turned off blood pump. Blood was returned through venous needle. Fresenius notified of problem and machine pulled from floor. Approximately, 250-300 cc estimated pt blood loss. Pt stable on discharge, nursing home notified.